Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -10.00/+1.5/105 (sphere/cylinder/axis), into the patient's right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2022 but the problem was not resolved, so the lens was explanted. The lens was replaced with a different model but same length lens and the problem was resolved. The residual astigmatism was corrected by laser.

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim #: (B)(4).

Manufacturer narrative:
Corrected data: b5- "the reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -10.00/+1.5/105 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2022. The patient experienced lens rotation not associated to a low vault, lens repositioning, and laser refractive surgery. On (B)(6) 2022 the lens was repositioned, but this did not resolve the problem. On (B)(6) 2022 the lens was exchanged with a different model; same length lens and the problem was resolved. Reportedly, "the residual astigmatism was corrected with laser." Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a microcentrifuge vial, with residue/debris on product. Visual inspection found one haptic broken. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).